Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette. Patient stated that the fluid was leaking everywhere. Patient reverted to manuals. Patient had no adverse effects and his effluent remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.